Manufacturer narrative:
The attempted lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted, with good measurements on the pacing system analyzer (psa). However, when connected to the device, noise was observed that was oversensed, inhibiting pacing. The lead was removed from the device and re-inserted, but the noise remained. The lead was then re-tested on the psa, where no signals were detected. The lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.